Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6), +25.0d) was explanted from the left eye due to the patient's dissatisfaction with their uncorrected distance vision, measured at 20/20-2 visual acuity, and dysphotopsia; a new light adjustable lens was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).